Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 543 (mg/dl). Reportedly, the customer changed their supplies twice and administered insulin injections; however, the customer's bg levels remained elevated and the customer went to the emergency room. Customer was treated with an intravenous drip, humulin, and released 12 hours later. Customer reported that their bg level was 243 (mg/dl) at the time that they were released. During troubleshooting with tandem technical support on (B)(6) 2016, the customer reported that the time on the pump was off by 6 minutes. Customer was able to adjust the time on the pump.